Manufacturer narrative:
Info requested on 9/30/96. Conclusion statement: an eval has determined that this specific event can be attributed to a multitude of variables independent of the component. Product was MFR and sold by another co, the assests of which were purchased by this co. Three contacts to user facility were made and documented requesting medwatch form. Info was not received.

Event description:
Femoral component was revised due to a crack.